Manufacturer narrative:
The power supply unit (psu) was returned to resmed and an evaluation was performed. The inspection of the psu revealed physical damage in the connector, therefore, the psu defect was confirmed. The psu was replaced to address this issue. Based on the evaluation and previous investigations of similar complaints, it was determined that the psu defect was due to the excessive force applied to the dc power plug. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral power supply unit (psu) was defective. There was no patient injury reported as a result of this incident.